Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed one instance of a "cassette not attached properly" alarm. Functional testing confirmed the reported issue and found that the downstream occlusion (dso) sensor was defective. The dso sensor was replaced to address this issue.

Event description:
It was reported that the pump displayed a cassette not attached error during testing and there was no patient involvement or harm. Evaluation of the returned device identified a defective downstream occlusion sensor.